Event description:
It was alleged that error code 46828 occurred when using with communication module with the device. There was no known patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The suspected device was returned for evaluation. Event log reviewed and error code 46828 confirmed with event logs history. Replaced main board. There was no 12-month service history during the review. Visual inspection had been performed and no anomalies were noted. The probable cause of the reported issue was unknown. The device passed all functional testing after repair.